Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the measured battery voltage was 3.16v (box labeling - 3.25v). It was reported that the device may have been cold. It was also noted that the gas gauge was not registering bol (beginning of life).